Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient underwent generator explant surgery in 2014 due to a lack of efficacy with vns. It was later reported in 2017 via consult notes from a new surgeon that the patient had a lot of postoperative pain at the nuchal region, and the vns leads were twisting in his neck. The vns generator and a majority of the lead were explanted in 2015 due to the pain and movement of the lead. The new surgeon's consult notes also reported that the patient began to experience additional pain and tenderness related to the remainder of the vns lead present. Per the notes, the remainder of the lead was visibly protruding in the patient's neck and elevating and tenting the skin approximately 1.5 inches above the neck incision site. The wound is reportedly well-healed. The pain associated with the protrusion caused the patient to become averse to touch at the neck. The physician believed that either the lead or tie-downs were causing the protrusion. The physician performed x-rays and identified 2 inches of remaining lead in the neck. The x-rays were not reviewed by the manufacturer. No additional relevant information has been received to date. No additional relevant surgical intervention has occurred to date.

Event description:
The patient underwent surgery to explant the remainder of the lead. No additional relevant information has been received to date.

Event description:
The original explanting surgeon confirmed that the patient had been experiencing pain that led to device explant. The surgeon reported that he did not observe a coiling of the lead. The surgeon also noted that the patient's initial explant surgery was for patient comfort and was not required to preclude a serious injury. The current surgeon believed that the cause of the protrusion may be related to too superficial an anchoring of the tie-down during initial implant. The surgeon also noted that removal of the patient's remaining lead was not required to preclude a serious injury and would be for the patient's comfort, as requested by the patient's mom who believed the tie-downs were becoming more superficial. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.